Event description:
Additional information received clarified that the previous reported [catheter was left in patient when the pump was replaced, as they ¿controlled the catheter and permeability was ok¿. It was reported that the patient was ¿doing fine and was receiving effective therapy another way¿] was pertained to a different patient. It was reported that the hcp did not remember if the low return of cerebrospinal fluid occurred after the catheter was disconnected from the pump or when it was still connected. The patient outcome was noted as ¿fine¿ and receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_cath serial# unknown. Implanted: (B)(6) 2008 product type catheter. (B)(4).

Event description:
It was reported that the patient experienced an increase in spasticity, therefore the pump logs where checked and a motor stall was found. The motor stall that occurred and the stopped pump period may have exceeded the tube set. The pump was replaced on (B)(6) 2012, and during replacement the healthcare provider declared that there was a low return of cerebrospinal fluid and it was very difficult to push physiological serum in the catheter. Reporter stated that there was no electromagnetic interference or MRI used to cause the motor stall. Catheter was left in patient when the pump was replaced, as they "controlled the catheter and permeability was ok". It was reported that the patient was "doing fine and was receiving effective therapy another way". The drug used in the pump was lioresal.